Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was discovered that the cut/seal wires were detached from the jaw of the vasoview hemopro 2. A replacement device was used to complete the procedure without complication. The hospital did not report any patient effects.

Manufacturer narrative:
Updated: device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for the reported failure mode "heater wire- detached". Specific actions for this failure mode are being maintained and documented in maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was discovered that the cut/seal wires were detached from the jaw of the vasoview hemopro 2. A replacement device was used to complete the procedure without complication. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was discovered that the cut/seal wires were detached from the jaw of the vasoview hemopro 2. A replacement device was used to complete the procedure without complication. The hospital did not report any patient effects.